Manufacturer narrative:
(B) (4) no. Reason for late submission: discovered during an internal file assessment.

Event description:
Five days after a pump refill, the pt presented to the clinic with minor withdrawal symptoms of increased spasticity and increased sweating. The nurse was wondering if she filled the pocket rather than the pump. They attempted to aspirate from the pump and there was nothing in the pump. Since they had to refill the pump anyway. They wanted to refill it with 2000 mcg/ml rather than the 500 mcg/ml; a bridge bolus was performed. The pt was given a prescription for valium (5mg q 4 hours prn) for spasticity. The pt was reported to be doing fine and recovered without sequela.